Event description:
Patient was revised to address back out of the femoral stem bolt. Poly wear and osteolysis were noted intraoperatively.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation was limited to the information provided, as the lot numbers required to review the device history records and complaint history were not provide. The investigation could not verify or draw any conclusions about the reported event based on the provided information. It would not be unreasonable to expect some wear after approx 10 years of implantation. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.